Event description:
Customer reported the a5 anesthesia system has a system leak. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives found the moisture trap was not tightened completely as the cause of the issue.